Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, had a corroded battery tube. However, the insulin pump powered up properly after battery installation was monitored and no blank display anomalies with button press noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's physician reported via phone call of issues with customer's insulin pump. The customer states they had blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.